Event description:
The customer reported the system started t o beep and on its own but with no images with uncommanded x-rays during a procedure with patient involvement, therefore this may have resulted in a possible aro. There was no patient injury or death reported.

Manufacturer narrative:
The customer canceled the service call. This malfunction may have resulted in a possible accidental radiation occurrence.